Event description:
Additional information received reported further event detail and updated patient status. In addition to the surgical procedure to remove the pump in (B)(6) 2011 as previously reported, the patient had 2 additional surgical procedures in (B)(6) in '3 areas, trying to get all of the bacterial that was growing along the catheter'. The medication which was reported as discolored when removed from the pump, was further detailed to be yellowish green. About a month before removal of the pump, all of the medication was removed from the pump, and the patient 'felt immediately better'. The patient's weight had gone from (B)(6) during the event. Her leg which was reported as infected was further noted to have 'blown up double the size', but started to decrease in size when receiving 'a shot in the stomach' in the emergency room. The patient consulted with a dermatological healthcare provider (hcp) specialist for 'some sort of skin infection' related to the event. The patient reported her serious as of the follow up report date to be serious, as the patient 'is in a lot of pain' and because of ongoing 'back issue', the patient 'cannot do much'. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received later indicated that patient had an appointment on (B)(6) 2012 with their healthcare provider and did not report of any headaches, but reported increased pain since pump was removed in (B)(6) 2011.

Event description:
The patient reported that her device had been removed (B)(6) 2011. It was reported she had a bump on her back and the front pouch was infected and smelled badly. The patient reported a spinal cord leak and that "green things" had been growing into her spinal cord. The patient experienced migraine headaches and muscle spasms. It was also reported that her legs were infected and her left leg is bad. It was weak and could not stand on it. An x-ray was planned. The patient also noted "the dilaudid came out brown" and they "never cleaned out her pump." She also stated that she got pulled over and got her license taken away due to the meds. The pump was used to deliver dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model # 8709sc lot # n128019003 , implanted on: (B)(6) 2007, explanted on:unknown.; 8590-1 dacron pouch lot # n127673 implanted: (B)(6) 2007 explanted: unknown. (B)(4).